Manufacturer narrative:
Dissection, in the IFU is a known adverse event associated with coronary stenting, and can be influenced by several factors. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. The IFU also states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." In this case, a definite cause for the dissection and the relationship to the product, if any, cannot be determined. It is unk if the use error contributed to the dissection. There does not appear to be a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, a 3.5x28 mm xience v stent was used in a direct stenting procedure to treat the proximal left anterior descending (lad) lesion. A dissection occurred after implantation of the stent and a second stent was required to cover the dissection. The outcome of the adverse event was resolved the same day. No add'l event or pt info is available.